Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for temperature testing and electrical testing. The device did not meet specifications during a shaft leak test. Further investigation revealed a slit in the shaft material just proximal to electrode 4, consistent with the failed shaft leak test and fluid ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit in the shaft material is consistent with damage during use.

Event description:
This report is to advise of a leak in the catheter noted during analysis.